Manufacturer narrative:
Concomitant medical products: olympus gif h190 gastroscope. Investigation evaluation. The product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated. When filling the balloon up with water, a leak was observed coming out of the proximal end of the balloon at the balloon joint. A visual examination of the proximal end of the balloon showed that glue was present between the balloon neck and catheter. No portion of the balloon appeared to be missing. The wire guide associated with this device was included in the return of the device. A visual examination of the wire guide showed a kink approximately 6 cm from the proximal end. A visual examination of the catheter showed no kinks or bends. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion. In the additional information provided, the user indicated that negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. Failure to apply negative pressure to the balloon prior to advancement through the endoscope can result in damage to the balloon material. This is the most likely cause for the reported observation. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user: ¿maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically.¿ during the manufacturing of the dilation balloon, the distal tip is verified to ensure the balloon joint is glued adequately. This process ensures there are no leakages in the balloon joint. The manufacturing instructions 100% verify complete circumferential adhesion fill between the catheter outside diameter and balloon neck inside diameter. The balloon is then 100% leak tested. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation, the physician used a hercules 3 stage wire-guided balloon esophageal. The balloon leaked and would not inflate. There was leakage at the extremity [base] of the balloon. The procedure was completed with another device instead. There have been no adverse effects to the patient reported.